Manufacturer narrative:
Concomitant medical products: 4058m58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.